Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump was alarming no disposable clamp tubing. Stopped and restarted the pump. The pump continued to alarm. The patient did not want to remove the cassette so no additional troubleshooting was done. The patient was advised to turn the pump off. There was no patient injury reported.